Event description:
It was reported that the biomed was trying to replace a flow sensor and damaged the clamps in the process. Biomed was no longer interested in trying to work on the device anymore and would like to send the device in for service. Comment to depot technicians after asking a few questions, it seemed pretty clear this gentleman did not in fact have a flowmeter. Biomed was unable to provide me with the actual part number biomed was trying to replace, but based on description, they were pretty sure did not have an arctic sun part. At one point biomed called it a fuse holder. Per support or biomed tech via phone on 07mar2023, it was reported that the biomed tech did receive the loaner device. The device needing to be repaired has already been shipped out. Per sample evaluation results received on 04apr2023, it was reported that the root cause of the reported issue was due to a seized impeller on the flowmeter. Confirmed during decontamination and assessment that the flow read zero with the circulation pump at 100%. It was stated that the left drain had a broken latching mechanism. It was also stated that the device would not cool. It was noted that replaced the tank seals due to lifting from the tank. Tank seals missing from two hoses. Other tanks seals were torn. It was noted that replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a mixing pump failure. The device was evaluated upon receipt. It was confirmed that the device would not cool. The mixing pump was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. A DHR is not required as this is not an out-of-box failure. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that the biomed was trying to replace a flow sensor and damaged the clamps in the process. Biomed was no longer interested in trying to work on the device anymore and would like to send the device in for service. Comment to depot technicians after asking a few questions, it seemed pretty clear this gentleman did not in fact have a flowmeter. Biomed was unable to provide me with the actual part number biomed was trying to replace. But based on description, they were pretty sure did not have an arctic sun part. At one point biomed called it a fuse holder. Per support or biomed tech via phone on 07 mar 2023, it was reported, that the biomed tech did receive the loaner device. The device needing to be repaired has already been shipped out. Per sample evaluation results received on 04 apr 2023, it was reported, that the root cause of the reported issue was, due to a seized impeller on the flowmeter. Confirmed during decontamination and assessment that the flow read zero with the circulation pump at 100%. It was stated, that the left drain had a broken latching mechanism. It was also stated, that the device would not cool. It was noted, that replaced the tank seals, due to lifting from the tank. Tank seals missing from two hoses. Other tanks seals were torn. It was noted, that replaced the double bend tube and the chiller evaporator outlet tube, due to expansion of the tubes found during servicing.